Manufacturer narrative:
A steris field service technician arrived onsite, inspected the sterilizer, and identified the source of the steam leak was from the generator integrated into the sterilizer. The temperature switch on the sterilizer's steam generator required replacement. The temperature switch allows for the unit to flush and drain when the generator cools. If there is still steam within the generator and the temperature switch does not operate properly, steam is flushed into the drain and could cause a leak. The technician replaced the temperature switch, tested the sterilizer, and confirmed it to be operating according to specification. The unit was returned to service.

Event description:
The user facility reported a steam leak from their 42" evolution sterilizer. No report of injury. The fire alarm sounded but no evacuations were required due to the reported event. The fire department was dispatched to the user facility.